Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the system was explanted.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13747, 3006705815-2019-04845. It was reported that patient was experiencing ineffective therapy due to stimulation being in the wrong location. The patient may undergo surgical intervention.